Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the screwdriver doesn't hold the screw anymore and the tip is broken. No fragments were generated from the broken device; the broken device was easily removed with no additional intervention needed. The procedure was successfully completed with a back-up device. No delay to the procedure or consequence to the patient were reported. This report is for a screwdriver. This is report 1 of 1 for (B)(4).